Event description:
The customer reported that during a procedure, the knife blade came out of it's track and the jaws would not re-open while applied to tissue. It is unknown how the device was removed from the tissue. There was no harm to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.